Manufacturer narrative:
Distributor performed evaluation.

Event description:
It was reported by the distributor that the scale was inaccurate due to the bed being zeroed with a patient. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.